Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 10.5 cm diameter abdominal aortic aneurysm rupture. It was reported that the patient presented with abdominal pain and was hypotensive. The patient reportedly had a short 9mm angulated neck. An angiogram was reportedly taken and the physician elected to treat endovascularly because he thought there was a ¿good chance to get seal.¿ it was further reported that there was a type one endoleak and the patient received a 36mm x 49mm aortic cuff. A palmaz stent was also placed. The leak reportedly diminished but was still present. The patient was stable and the physician elected to complete the fem-fem bypass. It was noted that the patient would be monitored and their blood pressure remained stable. The physician would assess the patient¿s condition the following day and decide if anything else needed to be done. The issue had not resolved. No clinical additional sequelae were reported and the patient is fine. Additional information received reported that the patient had surgery and was fine. The physician stated that they felt the cause of the type I leak was the short angulated neck. It was noted that the patient was doing well.

Manufacturer narrative:
(B)(4). Conclusion: neck was less than <(><<)>10mm.